Manufacturer narrative:
Additional information: d10, g4, h2, h6, h10/11. Although requested, the device was not returned for evaluation and reported to be discarded. A device history record (DHR) review, did not find any non-conformities or anomalies related to the reported event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. There have been no other complaints for this lot to date. It is worth mentioning that the viscoelastic used in this event is not validated for use with the reported device. Based on the information provided, we are unable to determine a root cause. No corrective action is required.

Manufacturer narrative:
Investigation of this event is in progress. Upon completion of investigation, a follow-up report will be submitted.

Event description:
Reportedly, immediately after implanting an intraocular lens, a hole in the posterior capsule was discovered . There was spontaneous posterior capsule rupture. The lens was removed without incision enlargement or sutures and replaced with a lens of a different model and diopter. Unplanned vitrectomy was performed. Additional information has been requested and not received.